Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 2/18/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter came out of the insertion site. Sutures were still in place. The catheter was implanted on (B)(6)2010 and came out on (B)(6)2010. The catheter was replaced with a new one.